Event description:
It was reported that during an unknown procedure, the blade of the first device was broken off. Although it was unknown where the blade was broken off, no pieces were left inside the patient body. When the second device was used, the blade was nearly broken off. The doctor stopped using the second device before the blade was broken off. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.